Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction (rash) while wearing the pod; patient also reported that the adhesive cover was also worn, and not removed as recommended. The patient was prescribed hydrocortisone as treatment.